Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the g5 mobile app logged the patient out of their account. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of a potential reportable complaint could not be determined. A probable cause could not be determined.